Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon medical record review obtained for an unrelated event, it was learned the pt had an unresponsive episode during dialysis on (B)(6) 2015 and required CPR and hospitalization. Upon follow up with the pt care technician (pct) it was confirmed the morbidly obese end stage renal disease (esrd) pt with history of cardiac disease became unresponsive during hemodialysis, required CPR and was hospitalized. He returned to dialysis after the hospitalization. The pct does not have any product info at this time but stated there were no product malfunctions alleged or found. The machine was not evaluated but remains in service without issue. All disposable products were discarded. From medical records-hemodialysis orders: treatment time-3 hours 14 minutes, blood flow rate-400 dialysate flow rate-800, liters processed-102.0. Base sodium and bicarb were not given. Pre treatment weight: 149.0 kg. Blood pressure (bp) 118/64, pulse 83, temperature 98.1. Approximately 20 minutes into treatment the pt yells out "hello" and within seconds becomes unresponsive, pulse weak and thready, unable to obtain blood pressure. Respirations shallow and snoring. Placed on oxygen (02) non-rebreather at 15 liters per minute (lpm). Automated defibrillator advised no shock. Blood was returned and 1100ml normal saline was given. Blood glucose 122. Pt diaphoretic. Post bp was 110/62, pulse 80, 02 saturation 90% on 10 lpm. Transported to hospital via ambulance. There was no documentation that CPR was performed.

Manufacturer narrative:
The clinical investigation revealed the following: the patient was evaluated at the hospital but not admitted. The patient has a history of atrial fibrillation as well as other cardiac issues. There is no information in the medical record that indicates there is a cause relationship between the patient's hemodialysis and concomitant products and the patient's unresponsive episode. The user facility did not request an evaluation of the device by the manufacturer's regional equipment specialist. No part were returned for product investigation since no malfunction was found by the facility biomedical technician; therefore, no evaluation could be performed. Since no serial number was received, a device history review could not be performed. The system level review of the 2008k2 devic and concomitant products found no indication that the products caused or contributed to the clinical event.